Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, integrated electro surgical unit (iesu) viodv generator displayed persistent error code m-02 and the bipolar energy could not be fired or activated. The customer received phone assistance from the technical support engineer (tse). Tse advised the user to troubleshoot by performing a power cycle on the iesu and connecting to another power outlet, but the problem persisted. The issue did not resolve. The use of the iesu was discontinued and an external generator (ft10) was used to continue the surgical task. The user continued with the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the medical engineer (me) and obtained additional information. The me stated that the procedure was completed robotically. There was no injury to the patient and confirmed that a third-party generator was used to complete the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the system logs and verified the error as well as reproduced the reported problem. The iesu and the electric scalpel were replaced and inspected to confirm normal operation. The iesu was found faulty. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint; however, the failure is in progress. A supplemental MDR will be submitted if any additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and the reported complaint could not be reproduced. The unit energized and cauterized and all ports recognized instruments. M-02 error is in error log. It was noted that two errors occurred on erbe after 10 minutes of power on.